Event description:
It was reported that there was chronically high lv (left ventricular) threshold, which led to premature battery drain. The device was explanted and replaced, and the lead was capped and replaced. During the lead replacement procedure, the physician had difficulty advancing a 0.014 guidewire through the lead lumen during placement. The lead was not used and another lead was successfully implanted. However, the patient experienced phrenic/diaphragmatic stimulation in multiple lv pacing vectors. The lv lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2008. (B)(4).